Event description:
The customer reported that two images sent to pacs showed up with mismatched information. No patient was injured.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.